Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® volux¿ on the mandibular rim and juvéderm® voluma¿ with lidocaine in the c6, marionette and chin. Patient was injected with another superficial filler (non-allergan brand) at this time as well at unspecified locations. A compression of the mental artery and violaceous/purple coloration was visualized. 700 iu of hyaluronidase were injected and the vascular event resolved in approximately 20 minutes. Patient was under surveillance for 24 hours observing only mild exudate and pain.